Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The account returned this unused sterile device and during device testing the stent implant dislodged inside the protective sheath.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned in a sealed pouch. Product analysis confirmed movement of the stent implant with protective sheath removal. A search of the lot history record for this specific lot indicated no related non-conformance records, which indicates all lot release testing met specifications. A query of the complaint handling database was performed, which identified no similar events for this product lot. An expanded investigation was conducted which identified a possible manufacturing issue. The probable cause of the stent moving on the balloon appears to be related to the coating on the balloon. Further assessment of this issue per site operating procedures is being performed. Any corrective and/or preventive actions to address this issue will be implemented per manufacturing procedures and the performance of these devices will continue to be monitored.